Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the equipment check, the oxygen saturation (spo2) display of the device was missing segments. Device was not used on a patient and there is no report of serious injury or death associated with this event.